Manufacturer narrative:
The reason for reoperation is capsular contracture, baker grade unknown. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported unknown side capsular contracture, baker grade unknown. Status of the device is unknown.